Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an est procedure within the patient's bile duct.according to the complainant, during the procedure, resistance was felt at the handle and the basket did not open fully prior to capturing a stone. Additionally, it was reported that the clear outer sheath was pushed back about 5mm from the distal end of the coil sheath. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the side-car presented push-back, and heavy residue between outer sheath and inner coil assembly. Functionally the basket was not able to be opened when applying normal force to the handle. After manually forcing the basket to open, heavy residue was found on the basket, and the basket wires were found to be evenly spaced and not deformed. The condition of the returned incident device was consistent with the complaint; side-car push-back. The most probable root cause is operational context as excessive force was most likely applied to the device during use due to anatomical or procedural factors. Furthermore, during functional analysis, it was noted that the basket was not able to be opened when applying normal force due to heavy residue causing an interference fit between the basket and coil assemblies. (B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an est procedure within the patient's bile duct. According to the complainant, during the procedure, resistance was felt at the handle and the basket did not open fully prior to capturing a stone. Additionally, it was reported that the clear outer sheath was pushed back about 5mm from the distal end of the coil sheath. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.